Event description:
It was reported that during a prostate biopsy procedure, the device allegedly failed to prime. It was further reported that the device allegedly self activated. Reportedly, the device allegedly failed to obtain samples. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiration date: 08/2024).